Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access extension set was leaking and pulling air into the lab tube despite attempting to tighten it. An attempt was made to tighten the set; however, it was observed that the extension set (¿pigtail¿) was not threading properly and continued to spin. This occurred during patient use. The pigtail was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.